Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had blower issue. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A continuation of the event was created, and additional details obtained from the customer report that the device had a blower temperature high alarm. A follow up was performed with the customer, and it was reported that the customer tested the device but was unable to find any issues. The customer then reported that the device was working properly. No further details were provided.